Manufacturer narrative:
The device has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented. The device history record was not reviewed due to missing lot number.

Event description:
Olympus was informed that after an unspecified procedure, the user facility found blood debris in the maj-855 tubing in multiple places. The tubing was tested with a syringe using a negative pressure test and passed all testing. There was no pt injury reported. An ess will be dispatched to the user facility to complete an in-service training and validate the proper reprocessing and usage of the device. No further info is available at this time.